Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that a maxzero extension set were noted to be leaking in the nicu and pediatrics. The leak is coming from where the maxzero is bonded to the extension set. They are using a nonbd adhesive wrap around the connectors to seal them to protect them from contamination and they are seeing droplets in that sealed adhesive wrap. Although requested, there were no further details or information provided and no report of harm.